Event description:
Add'l info received from reporter (B)(6) 2012: on report# (B)(4) regard the (B)(4) pumps, oncology supply got up with (B)(4) on (B)(6), 2011 reporting our problem. This was done without my knowledge since I never heard from (B)(4) until I filed the complaint with the FDA. Since that time (B)(4) has contacted me and offered to by the pumps back at (B)(6) each-which is a great loss, and we have accepted. We are just waiting to hear back from them on the shipping and info to return. Thank you so much for your help in this matter.

Event description:
We bought 10 walkmed pumps and have been in contact with our distributor about our problems without any response. They do not hold up as far as the backs and fronts breaking while in use with our pts. We constantly have to buy new parts and this is getting to be very expensive for our practice. The distributor says that this is very unusual, but I have shown them, on their visits to our office, the fact and still no response from oncology supply. We hope that you can be of service to us on this matter. We would like to return this product due to it not holding up as specified. We have had to reorder the pumps that we originally used for years due to this problem. We can't afford to send these pumps out and continually coming back with broken backs due to punctures occurring in the bags and 5fu getting on our pts. Any help in this matter will be greatly appreciated. These pumps are used daily for out pts treatments.